Event description:
It was reported to the manufacturer by the end user, per the end user the cna was turning to the patient to right side of the bed frame. Cna states the side rail broke causing the patient to involuntarily exit the bed. The patient ended-up face down on the floor, with his right foot caught at the lower end of the bed frame. The patient was sent to eastside medical center for evaluation and treatment. The patient sustained a skin tear to his right ankle/lower leg. The joerns technical went to the facility on (B)(6) 2015 to pick up th bed na place another bed for the patient. The technician inspected all four rails on the bari10a bed involved in the incident upon return to the warehouse and the side rails were found to be intact, including all hardware and were vigorously tested for proper functionality. All four rails were found to be fully operational without any defects. (B)(4) and (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.